Manufacturer narrative:
The reported anomaly was confirmed in the laboratory. The device was found to have a broken case ground wire inside the can. The disconnection of this wire could cause out of range hv lead impedance between the rv and can. This resulted in a power-on-reset and reversion to back-up operation.

Event description:
It was reported that the patient received a shock and was seen for a follow-up the next day. The device was in reset mode. The device could not be restored and was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.